Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient went to the hospital. The patient reported that a sensor inaccuracy caused her to experience dka and seizure. She mentioned she calibrated multiple times but couldn't give the value comparison for the calibration. At the hospital the patient was treated with insulin drip of potassium and IV hydration, medication for nausea. At the hospital, her cgm read 250 mg/dl while her bg was 45 mg/dl. The patient was hospitalized for about two days, discharged, then readmitted for another two to three days after experiencing dka again (documented in a different file). The patient noted always wearing the sensor on the back of the arm, calibrating frequently during the affected week, and using an omnipod 2, which delivered more insulin because the dexcom readings indicated high glucose when the patient was actually low (not clarified if this was related to the event in april). No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Product registration - correction d4 catalog no - correction h2 correction